Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: 3708660, serial/lot #: (B)(4), ubd: 27-dec-2023, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 18-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported bowstring. The cause was unknown. The physician will determine if intervention is required. Additional information was received from a manufacturer representative (rep) reporting it is unknown if surgical intervention is going to take place and unknown if the bowstringing resolved. Additional information received from the manufacturer¿s representative (rep) reported the physician performed a revision surgery on april 19th to reduce bowstringing.